Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore pairing and functional testing could not be performed. The share log was reviewed, and it displayed a transmitter error alert on the date of issue. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data or product evaluation.